Manufacturer narrative:
E1: initial reporter facility name and address depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a fusion (oc-c2) for cervical myelopathy on (B)(6) 2023. After surgery, on (B)(6)2023, it was confirmed that the rods on both sides were found to be off by x-rays. Set screws were not off but only the rods came off. There is a possibility that torque had not been applied properly in the initial surgery because the set screws were found to be loose in a reoperation. In the initial surgery, the flexible shaft was used to apply torque. That may be the cause of the event this time. The surgeon also said that the flexible shaft was always difficult to engage with set screws. In the reoperation on (B)(6)2023, only the set screws were replaced with new ones and the plate and rods were used again. To apply torque, the surgeon used a straight shaft in the reoperation. The reoperation was completed successfully with no surgical delay. No further information is available. This report is for one (1) unk - rods. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unk - rods/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.